Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. Intermittent noise errors were noted by the customer. The customer performed checks and cleaned the unit (including sippers). The electrodes were replaced on (B)(6) 2024. The vacuum, sipper, nozzles, and valves were replaced. The customer performed calibration, qc, and checks with acceptable results. After several parts were replaced, no issues were reported. The exact cause of the event could not be determined.

Event description:
There was an allegation of questionable na electrode and cl electrode results for 1 patient sample and questionable na electrode, k electrode, and cl electrode results for 3 patient samples on a cobas 8000 cobas ise module (double). (B)(6)